Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.50 x 24 synergy drug-eluting stent was selected for use. However, when pulling out the protective sheath, the stent got stretched. The procedure was completed with another of same device. There were no patient complications reported.